Manufacturer narrative:
Concomitant medical products: 694965, lead, implanted: (B)(6) 2006, dtba1d1, crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, an alert triggered for high impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.